Event description:
It was reported that during a training/demo of the da vinci system, the system started with error 319 indicating a problem on universal surgical manipulator (usm) 1. Technical support engineer (tse) requested to restart the system with emergency power off (epo) of the patient side cart (psc) but that did not resolve the problem. System indicated that usm 1 can be disabled to proceed and after doing that the system finished starting up. Tse requested a picture of the error logs to determine what part was failing. The picture showed the error 319 pointing to a defective usm1. Tse advised to continue to use the system in 3 arm mode. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the error and tried to swap the set-up joints but the issue remained. The fse then traced the fibers and cabling and found a loose connection of the hiroshi fiber cable in the base at the rear of the card cage. The fse reseated the connector and the issue was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a loosely connected fiber cable in the base of the robot.